Manufacturer narrative:
The product number and serial number were not provided; therefore, the manufacturing and device history records could not be reviewed.

Event description:
The user facility reported a patient sustained burns and blistering on the breast and the anterior chest area during vaser treatment. The system was used with a 2-ring probe in 80% continuous mode during treatment 6 minutes on left side and 6 minutes on right. 600 ml of tumescent fluid was infused in each side of chest, and a wet towel barrier was utilized to protect skin from probe contact. The patient was treated with narcotics, silvadene 1%, betamethasone 0.05%. Though requested information on the patient's current status is unknown.

Manufacturer narrative:
The cannula and/or probe is a piece of metal used during the patient procedure. This piece of metal does not store any treatment data and thus there is no information to gather from its return. The exception to this would be if the cannula and/or probe had broken into pieces, and in this case the customer confirmed it did not break. Vaserlipo system risk assessment (260-0113hz), lists patient burns as a possible harm to patient if insufficient wetting solution is applied. Wetting solution buffers rise in temperature. The safe and effective use of this medical device depends to a large degree on factors solely under the control of the operator. It is important that all operators of the vaser surgical system read, understand, and follow the operating instructions supplied with equipment. Use of this device is limited to those physicians who, by means of formal professional training or sanctioned continuing medical education (including supervised operative experience), have attained proficiency in suction lipoplasty. The physician declined to return equipment for evaluation. It is the responsibility of the customer to provide access to the equipment and if they do not there is no system evaluation possible. The safe and effective use of this medical device depends to a large degree on factors solely under the control of the operator. In a previous adverse event, the physician was using equipment from third party owner and was not trained on vaser equipment until june 2018. Treatment dates for this case was performed prior to formal training. The physician admitted that one patient was burned because the they failed to use the correct amount of tumescent fluid during surgery. Based on the available information, this event most likely occurred due lack of formal training and experience of vaserlipo system by the user. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.